Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by intraoperative photographs. Visual inspection identified discoloration on the trunnion, and the head's taper surface. There was some discolored tissue in the joint space. Visual examination of returned product indicated dark debris and gouge marks on the taper's surface. Biodebris was embedded on the spherical surface of the head component. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem's taper. Light surface pitting and axial wear or corrosion marks were observed on the taper's surface. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, na, p, s, cl, k, and ca. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# unknown/ unknown epoch stem/ lot # unknown. Item# 0030202032/ liner/ lot # unknown. Item# unknown/ unknown trilogy cup/ lot # unknown. Item# unknown / unknown screw/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05230.

Event description:
It was reported patient underwent hip revision approximately 12 years post implantation due to cup loosening during surgery cup was found to be well fixed into the pelvis but corrosion was discovered on the trunnion of the stem and inside the head. Elevated metal ion levels and metallosis were also noted. A new liner and head were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.